Event description:
It was reported that the patient underwent a revision procedure in which the implantable pulse generator (ipg) and the lead extensions of the deep brain stimulation (dbs) were replaced. The patient stated that the ipg would stand up in the pocket while she laid on her side and that she would have to lay it flat. The physician indicated that he suspected that the patient was twiddling the ipg herself causing significant coiling of the lead extensions which caused her to experience tightness in the neck. There were no fractures identified, and the devices will not be returned for analysis as they were retained by the facility as per their policy.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-3216-55. Serial number: (B)(6). Batch/lot number: 5001339 and 5001439. Model/catalog description: argyle extension 55cm sterile kit. Unique identifier (UDI) # (B)(4).